Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Inspection and evaluation found no image displayed due to faulty cable. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Pg. 11. Based on investigation results, the reported phenomenon of no image was confirmed. The cause of the complaint is cause traced to component failure (faulty cable), which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the device had no image when camera head connected. The issue was found during an unspecified procedure. There was no patient impact, no harm reported due to the event.